Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: a (B)(6) male patient, who had undergone replacement of the ascending aorta with blood vessel prosthesis on (B)(6) 2018, was going to undergo tevar on (B)(6) 2018 for aorta dissection. A type of the dissection was debakey iii which expanded to the terminal aorta. Narrowing of the true lumen in the descending aorta and enlargement of the false lumen at two sites were observed. A purpose of the tevar was to remodel the vessel up to the terminal aorta and close the entry in the descending aorta. Diameter of the right fa which was a part of the access route was 7.6mm at some points. Plan of the procedure: placing zteg-2pt-32-160-pf-d/ e3578840 (proximal site: at th7, distal site: above the ca), then placing gzsd-36-164-2 (proximal site: 1 stent overlap with zteg-2pt-32-160-pf-d, distal site: terminal aorta). The delivery system of zteg-2pt-32-160-pf-d/ e3578840 was advanced from the right fa to the target site where the distal edge of the stent graft would be placed just above the ca, then dsa (digital subtraction angiography) was performed before deployment of the stent graft. Just at the same timing of the dsa, a drop in blood pressure was confirmed, so the physician stopped the procedure judging that it would be risky to continue the procedure. Blood pressure was controlled with administration of vasopressors by anaesthesiologist, then the pressure returned to the original level. Patient outcome: there have been no adverse effects to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: zteg-2pt was advanced to the target site and digital substraction angiography (dsa) was performed before deploying the stent graft. At the same timing of the dsa, the blood pressure dropped and the procedure was stopped. The blood pressure was controlled with vasopressors and the pressure returned to the original level. The product was returned used with clear evidence of biomatter. The product evaluation found that neither the sheath nor the flexor sheath tip showed signs of damage, scratches or marks. The device sheath was curved, however the device was returned bent in the shipping box. No damage, misuse or abnormal findings were observed on the other device components. No images were provided to add in the investigation, however, a clinical review of the complaint file was performed. The review finds that "the timing of the event exactly during contrast injection suggested an acute rupture from the injection bolus or from device advancement. Although the case was likely terminated because of these possibilities, these events would have likely not resolved with vasopressors as reported. Other possibilities such as inadvertent guidewire advancement into the heart causing hypotension from a tachyarrhythmia should have been evident and reported". Instead, the described event was consistent with an anaphylactoid reaction to contrast, as elaborated in the review "two types of contrast reactions can occur. An anaphylactic reaction is an lge mediated hypersensitivity reaction requiring prior sensitization. Symptoms are the result of immune mediated histamine release from mast cells and basophils. The most severe symptoms are hypotension, bronchospasm, and laryngeal edema. On the other hand, a non-immune mediated anaphylactoid reaction results in the same symptoms. Because it is not immune mediated, it can occur without any history of sensitization and would be consistent with the history provided. (Cath lab digest, volume 13; lssue 9: september 2006)". The cause of the event is unclear, however as indicated in the clinical review, it is likely that the event is related to a reaction to contrast agents. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.